Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not opening. Customer rebooted the station and tried manually to open and close the drawer, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 6 was not opening. A field service engineer (fse) found that the controller board was bad and replaced the controller module board to resolve the issue. Further the fse reconfigured the board and ran firmware updates. The system functioned as intended after the field service engineer repaired the device.